Manufacturer narrative:
We are awaiting add'l details regarding the incident and will submit the follow up report once the eval is completed. Related MDR: 1219977-2015-00065.

Event description:
Report stated that in the middle of an aortic bi-iliac stenting procedure the user decided to remove the delivery catheter together with the stent from the vessel of the pt, but when he tried to pull it back through the introducer sheath the stent moved. The stent was captured and deployed at another location.